Manufacturer narrative:
The investigation determined that a higher than expected sodium (na+) result was obtained from a vitros performance verifier quality control fluid using vitros na+ microslides on a vitros 5600 integrated system. The assignable cause is not known. The issue is isolated to results obtained from a single na+ slide cartridge. Based on a review of historic quality control results, a systemic vitros na+ slide issue was ruled out as a contributing factor. Within run precision data demonstrates that the analyzer was performing as expected and the vitros 5600 system was ruled out as a potential contributing factor to this event.

Event description:
The investigation determined that a higher than expected vitros na+ result (>250 mmol/l vs. Expected 121.4 mmol/l) was obtained from a vitros performance verifier quality control fluid (lot q5358) using vitros na+ slides on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Two patient samples were affected, although, the bias observed did not meet potential health and safety criteria and the results were physiologically unbelievable. The higher than expected na+ patient results were not reported from the laboratory. There was no allegation of patient harm as a result of the event. (B)(4).